Event description:
It was reported that during da vinci-assisted malignant hysterectomy surgical procedure, the customer contacted intuitive technical support engineer (tse) to report one of the jaws of an instrument in universal surgical manipulator (usm1) became unresponsive. Attempts to resolve the issue by replacing the instrument, drape, and restarting the system were unsuccessful. The customer identified that one of the wheels on the usm carriage was not rotating after the sterile adapter was clicked in, indicating that a replacement of the usm was necessary. The surgery was completed using a three-arm configuration. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was reported that the system functionality was checked upon powering on, and no technical support was contacted for troubleshooting. The issue was identified when the maryland bipolar forceps instrument was inserted, but there was no injury to the patient.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Glue residue obstructed carriage axis from engaging the universal surgical manipulator (usm1) when the sterile adapter was applied. Fse removed the glue residue and performed carriage axis friction test. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. The possible root cause is attributed to glue residue on the carriage axis of the usm.